Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that the catheter was received with the female telescope tubing assembly detached at the anchor seal housing exposing the imaging core assembly. Water was leaking from the detached telescope assembly during the flushing process. The telescope assembly was not able to properly pullback or advance due to the detached telescope tubing. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. Impedance testing finds that there was no electrical disconnect in the imaging circuit. Full image characterization cannot be performed due to the telescope detached. The detachment exposes the imaging core which might onset a windup in the imaging core when a functional test is performed. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the outer sheath was detached. During a percutaneous coronary intervention (pci). An opticross¿ imaging catheter was flushed during set up prior to the procedure. It was noted that the outer sheath of the device was detached upon flushing. Procedure was completed with another of the same device. No patient complications reported and patient status is good.

Event description:
It was reported that the outer sheath was detached. During a percutaneous coronary intervention (pci). An opticross¿ imaging catheter was flushed during set up prior to the procedure. It was noted that the outer sheath of the device was detached upon flushing. Procedure was completed with another of the same device. No patient complications reported and patient status is good.